Manufacturer narrative:
Updated fields:b4,e1 (initial reporter),g3,g6,h2,h6(type of investigation, investigation findings,conclusion),h11 a getinge field service engineer (fse) provided a quote for evaluation to the customer and is currently waiting for the purchase order to proceed. The customer was notified that a purchase order (po) is required to proceed with device evaluation or repair. As no response or po approval has been received from the customer. Due to the lack of customer authorization, the complaint will be investigated with all provided information. Should the customer provide po approval at a later date, the complaint will be re opened and further evaluated as appropriate.

Event description:
N/a

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) was experiencing a charging failure. There was no patient involved.